Event description:
It was reported that during an arthroscopy procedure, the anchor broke during turning after insertion. There was no significant surgical delay or patient injuries reported. A back up device was available to complete the procedure.

Manufacturer narrative:
One healicoil pk 5.5mm suture anchor used for treatment and was returned for evaluation. The complaint stated: ¿the anchor broke during turning after insertion.¿ the insertion shaft showed no damage. Suture was attached to the device and anchor. It appeared slightly loosened. The damaged anchor was still attached to the inserter tip. There were signs of compression and stripped distal threads. The stripped sections were not returned. Per instruction for use: ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ recommended prep instrument for normal bone condition is a 3.8mm tapered awl. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.